Event description:
It was reported that during reprocessing of the prograsp forceps instrument, the tips on the instrument were not closing. There were no missing or fallen pieces reported. Late submission of this medwatch report is due to a reporting oversight by the responsible complaint handler.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the customer reported failure mode, as evaluation found that the grips on the instrument opened and closed with no trouble found. Engineering evaluation also found that the grip cable at the distal idler pulley is frayed. The frayed section is approximately 0.09 in length. The customer reported complaint does not itself constitute a MDR reportable event; however; the damage found to the instrument's pitch cable found during failure analysis could likely cause or contribute to an adverse event if the malfunction were to recur.